Manufacturer narrative:
A1: patient identifier: no patient involvement a2: age or date of birth: no patient involvement a3a: sex: no patient involvement a4: weight: no patient involvement a5: ethnicity: no patient involvement a6: race: no patient involvement d6a: implanted date: no patient involvement d6b: explanted date: no patient involvement e3: occupation: materials manager the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo received the following information: the 6fr glidesheath slender was packaged with the incorrect wire. The package had a .025 wire instead of the .021 wire. There was no patient involved.